Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check and generated a technical error. The ventilator was investigated by our field service engineer on-site and the expiratory channel was found defective and replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).